Event description:
It was reported that this right ventricular (rv) lead was explanted because it was loose. Another rv lead was implanted to complete the procedure. No additional adverse patient effects were reported. This rv lead has been returned for analysis.

Manufacturer narrative:
This rv lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no abnormalities. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. It was concluded that the clinical observations are a known inherent risk with use of this product.

Event description:
It was reported that this right ventricular (rv) lead was explanted because it dislodged. Another rv lead was implanted to complete the procedure. Additional information from the field representative provided this rv lead dislodged in (B)(6) 2023 approximately. This rv lead was explanted because of failure to achieve effective and consistent depolarization from unipolar or bipolar programming. No additional adverse patient effects were reported. This rv lead has been returned and analysis performed.

Event description:
It was reported that this right ventricular (rv) lead was explanted because it dislodged. Another rv lead was implanted to complete the procedure. No additional adverse patient effects were reported. This rv lead has been returned for analysis. Additional information from the field representative provided this rv lead dislodged in (B)(6) 2023 approximately. This rv lead was explanted because of failure to achieve effective and consistent depolarization from unipolar or bipolar programming.